Manufacturer narrative:
Additional sample from the patient was submitted for investigation. The investigation indicated an interfering factor to streptavidin was present in the sample. The interference of streptavidin is documented in product labeling.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer received questionable results for antibody to thyroglobulin (anti-tg), antibodies to tsh receptor (anti-tshr), prolactin, insulin, and connecting peptide (c-peptide) from an analytical e module analyzer. The sample was submitted for investigation and was tested on different analyzers for the different assays. Refer to attachment to the medwatch for all patient data. This medwatch is for the insulin assay. Refer to the medwatchs with patient identifiers (B)(6) through (B)(6) for the other assays involved. Information concerning if any result was reported for the patient was requested, but was not provided. The customer did not use the roche results for clinical purposes. No adverse event was reported.